Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for abnormal and unstable defibrillation impedance. It was noted that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.